Event description:
Surgeon reported that a patient presented with a recurrent hernia approximately five years following initial repair. The patient was returned to surgery for repair. The surgeon observed the device underlay curled up upon itself. A flat onlay mesh was placed over the hernia and the existing mesh device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 300a form will be submitted accordingly.